Manufacturer narrative:
The explanted device was returned to edwards for analysis. Unfortunately, the report of regurgitation could not be confirmed due to condition of the valve upon return. As received, leaflets were cut out from the valve. Three leaflet pieces were returned with the valve, pieces appeared to partially match up to missing areas. All of sewing ring was cut off from the valve. Approximately 80% of the wireform was also exposed on the inflow. All three commissures wireform appeared bent, as observed on x-ray. There is no change in the original conclusion of this case. No further actions are being taken.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be conclusively determined. No further actions are possible with the available information.

Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 11 years due to aortic regurgitation. The healthcare provider noted that this event was not related to a malfunction of the edwards valve. The device was replaced with another edwards bioprosthetic valve. No other details were provided.